Event description:
A report was received that the patient had a suture abscess at the back of the neck. The physician believed the abscess was procedure related. The patient was prescribed with antibiotics and was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70 cm; model #: sc-4316, lot#: 15894418, description: next generation anchor kit-sterile.